Manufacturer narrative:
The customer's phone number is (B)(6). A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance. Although the fse performed alignments, adjustments and proactive repairs to the analyzer there was no indication that a hardware component was contributory to the event. All of the system parameters, including quality controls (qc), calibrations and system checks were performing with instrument specifications at the time of the event. The access accutni+3 reagent was not returned to bec for further investigation. No further information is available regarding the performance of the reagent. There were no reports of error messages, system flags or issues with other patients/assays in conjunction with this event. In conclusion, the cause of the elevated access accutni+3 result could not be determined with the information supplied.

Event description:
The customer reported obtaining an elevated troponin I (access accutni+3) result for one (1) patient on the laboratory's access 2 immunoassay system serial number (B)(4). The patient's sample was analyzed a total of two (2) times and results above the assay's normal reference range were obtained each time. However, the results were not reproducible as one (1) of the results was significantly higher than the other. The customer stated that the elevated access accutni+3 result was released from the laboratory. As a result of the elevated access accutni+3 result the patient was placed on a heart protocol, had additional blood drawn for monitoring and underwent an echocardiogram. System performance indicators such as quality controls (qc) and calibrations were performing within the instrument's and assay's specifications at the time of the event. There were no reports of hardware errors, system flags or issues with other assays in conjunction with this event. The customer did not supply any sample handling information including sample type and centrifugation time and speed. There were no reports of sample integrity issues in conjunction with this event. A field service engineer (fse) was dispatched to assess the instrument's performance.